Manufacturer narrative:
A ge representative evaluated the system and adjusted the mainframe 5v power supply, reseated the power supply cable, adjusted the isolation transformer taps, erased ffb, gib, and srv flash, and restored all calibration files. System operates as intended.

Event description:
Customer reported the system will not produce x-rays. No patient injury was reported.